Event description:
It was reported that the right ventricular (rv) lead was explanted because of a change in thresholds that leaded to loss of capture due to the patients condition. Device is not expected to return for analysis. No additional patient adverse effects were reported.